Manufacturer narrative:
This report is submitted on november 24, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device secondary to a migration of the electrodes/incorrect initial electrode placement. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. The device analysis report is attached.